Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Treatment for reported issue was not provided.

Manufacturer narrative:
Correction to h11: according to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. After: according to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Correction to h11: cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available after: cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.0.2 cloud - smartphone operating system 17.5 cloud - smartphone hardware iphone16.1 cloud - cgm sensor type g6.